Event description:
A female on avonex (formulation and dosage unknown) from (date unknown) to (date unk), and enrolled in a biogen idec sponsored marketing program of monitored therapy, reported being hospitalized in 1996 due to surgery for a new baclofen pump (onset 1996). Treatment included replacing the baclofen pump and the pt recovered. The pt reported being hospitalized again for two days in 2001 due to stomach cramps (onset 2001) and her baclofen pump going dry. Treatment for both events was replacement of the baclofen pump and the pt recovered from the stomach cramps and the outcome for the baclofen pump going dry is unknown. The pt also reported being hospitalized in 2006 for 12 days due to inability to walk. Treatment for inability to walk included oxycodone and the pt has not recovered. Avonex therapy was discontinued (reason for discontinuation was not provided).